Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03649 and MFR. Report # 3005099803-2011-03650).it was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove a biliary stone. The physician placed the tip of the device in the papilla, he pulled the handle to bow the device, in an attempt to cut the papilla. When electric current was applied the cut wire broke; no part of the cut wire fell inside the patient. The physician removed the device and obtained another hydratome rx sphincterotome. When using the second device, the cut wire broke; no part of the cut wire fell inside the patient. The procedure was completed with another hydratome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03649 and MFR. Report # 3005099803-2011-03650). It was reported to boston scientific corporation that two hydratome rx sphincterotomes were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure to remove a biliary stone. The physician placed the tip of the device in the papilla, he pulled the handle to bow the device, in an attempt to cut the papilla. When electric current was applied the cut wire broke; no part of the cut wire fell inside the patient. The physician removed the device and obtained another hydratome rx sphincterotome. When using the second device, the cut wire broke; no part of the cut wire fell inside the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the exposed cut wire was broken and the broken ends of the cutting wire appeared discolored/blackened. The proximal pierce hole was found to be melted and elongated. The portion of the cut wire attached at the distal pierce hole was found to be bent. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. No abnormalities noted to the paint bands. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.